Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged trigger, no; damaged tube, no; and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .177. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was received empty, further functional testing could not be performed. Measurements were taken of the width of the jaws and the dimensions were acceptable. Therefore, it could not be determined why the clips were reportedly malformed. Mfg and engineering have been notified of the reported incident. Each instrument is evaulated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.